Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated. (B)(6) 2022.

Event description:
It was reported on (B)(6) 2017 the patient underwent an implant of a 19mm trifecta gt valve. (B)(6) of 2022 the patient was seen at the hospital for a cardiac murmur. At the time, the pressure gradient was higher at 3 to 4mm on an unknown date in (B)(6) of 2022, the patient felt "suffocated." Sometime in (B)(6) of 2022 the patient was hospitalized for a heart catheterization; it was at this time that aortic stenosis and aortic regurgitation were noted. Therefore the patient underwent emergent valve explant surgery on (B)(6) 2022. During the explant, in-coaptation of the valves cusps, immobility of the cusps, and a tear were observed. The device was exchange with a non-abbott device. The patient remained stable throughout the procedure.

Event description:
N/a.

Manufacturer narrative:
Explant was reported due to aortic regurgitation and stenosis. The investigation found that all three leaflets contained tears. There was a thin layer of fibrin present on leaflet 1. White tissue was present on stent post 2. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tears could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.